Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm and is unable to clear it. Customer reported moisture and fluid in the reservoir and the screen. Customer stated that she is unaware of how the moisture exposure occurred, but she does wear the insulin pump in her bra which causes her to sweat. Customer also stated that the insulin pump is vibrating without any alerts or alarms. Customer then stated that she was in a car accident. Several attempts were made to get further information on the car accident, but was unsuccessful. Customer's current blood glucose reading is 220 mg/dl. No further information reported.

Manufacturer narrative:
Motor error alarm noted during basic occlusion test and alarmed during the prime test due to faulty force sensor. Motor passed motor test. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. Unable to complete functional test due to prime alarm. No moisture damage on electronic assembly or motor assembly. No reservoir compartment anomaly or unexpected vibrate without an alarm noted.